Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during drain 1/6 of hp's automated peritoneal dialysis (apd) therapy. Reportedly, hp had disconnected hp's transfer set from the pt line of the hc set during a dwell phase without pausing therapy. Hp "forgot" to reconnect transfer set to the patient line of the hc set prior to the cycler moving into drain. After the cycler proceeded into drain hp received the system error message. Hp then reconnected transfer set to the pt line of the hc set. Tsc assisted hp in ending therapy early and advised hp to setup with new supplies to complete apd therapy. Per hp's rn, no pt injury or medical intervention was associated with this incident.